Event description:
A customer contacted baxter (B)(4) and reported that a pouch was damaged out of the carton. There was no patient involved. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was available but not requested for evaluation. The root cause for the damage could not be determined. No batch review was completed. Baxter will continue to monitor similar reports to determine if further actions are required.